Event description:
It was reported that caller experienced temperature alarms while pump was charging and using tandem charging supplies, without exposure to extreme temperatures. There was no adverse impact to the customer's blood glucose level. Caller planned to use multiple daily injections as backup therapy, and technical support arranged replacement pump shipment, confirmed address, instructed caller to place pump into storage mode before return, advised caller to re-enter pump settings and reconnect continuous glucose monitor on replacement pump, and requested return of problematic pump using prepaid label within 10 days, which caller understood and acknowledged.